Manufacturer narrative:
The sensor replacement alert was first presented to the user on (B)(6) 2024, day 32 after insertion. The initial investigation was performed on the customer synced glucose data on data management system (dms), which is a cloud platform for eversense systems. A review of the dms data showed that early sensor replacement alert was triggered when the system detected a deviation in its performance. The RMA was authorized for the return of sensor for further investigation. The investigation on the returned sensor indicated that the sensor performance was impacted by noise, which may be potentially due to damaged light filters/photodiodes in the sensor. As part of resolution, a return material authorization was issued for sensor replacement. No further resolution was necessary for this complaint. B4. Date of this report 07 february 2025. G3. Date received by the manufacturer? 07 february 2025. H3. Device evaluated by manufacturer? Yes. H6 method code updated to 10. H6 result code updated to 114. H6 conclusion code updated to 4315.

Event description:
On november 11, 2024, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.